Event description:
(B)(4). It was reported that post a stenting treatment procedure, death occurred. (B)(6) 2008 - the 2.50x16mm taxus express drug eluting stent was implanted in the mid left anterior descending artery. (B)(6) 2011 - the patient died.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is anticipated procedural complication. Patient's death is listed in the dfu as a potential adverse event which may be associated with the use of a coronary stent in native coronary arteries. (B)(4).

Event description:
It was further reported that in (B)(6) 2008, the patient presented with stable angina pectoris. The de-novo target lesion had a reference vessel diameter of 2.50 mm, a length of 12.0 mm and 90% stenosis. The lesion was pre-dilatated. Following post-dilatation, residual stenosis was 25%. Timi-3 remained unchanged throughout the procedure. The patient was discharged on panaldine and bayaspirin.

Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, describe event or problem, relevant tests/lab data and other relevant history: updated. (B)(4).